Event description:
"Shut itself down despite being plugged in during infusion". The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event. Despite baxter's efforts to obtain additional information from the facility, details were not available regarding patient status, medical intervention, age of patient, or medication involved.